Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced shocks as a result of right ventricular oversensing. Imaging revealed that the right ventricular lead was dislodged. Patient presented for lead revision on (B)(6) 2017. During procedure, lead helix re-extension was unsuccessful. The lead was removed and replaced. Patient was reported in good condition following the procedure.